Event description:
As reported by the legal brief, on (B)(6) 2014, the patient underwent bilateral knee replacement surgery where he was implanted with recalled optetrak devices in both knees. The patient will likely require left knee revision surgery to remove the recalled optetrak polyethylene tibial insert in the foreseeable future. The patient has suffered and continues to suffer permanent and debilitating injures and damages, including but not limited to, significant pain and discomfort; gait impairment; poor balance; difficulty walking; component part loosening; soft tissue damage; bone loss; and other injuries. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
D2b: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. H6. Investigation results -there is no specific optetrak device information provided. The cause of the patient's condition as related to the devices cannot be conclusively determined, insufficient information. The patient has bilateral knee replacements. These devices are used for treatment not diagnosis. There is no other information available.

Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3 and h6 have been updated accordingly. (H3) as reported by the legal brief, on (B)(6) 2014, the patient underwent bilateral knee replacement surgery where he was implanted with recalled optetrak devices in both knees. The patient will likely require left knee revision surgery to remove the recalled optetrak polyethylene tibial insert in the foreseeable future. The patient has suffered and continues to suffer permanent and debilitating injures and damages, including but not limited to, significant pain and discomfort; gait impairment; poor balance; difficulty walking; component part loosening; soft tissue damage; bone loss; and other injuries. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available. There is no specific optetrak device information provided. The cause of the patient's condition as related to the devices cannot be conclusively determined, insufficient information. The patient has bilateral knee replacements. These devices are used for treatment not diagnosis.